Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user contacted support due to receiving alert code 69 (algorithm data parity check). The agent advised the patient to restart the pump and instructed that if the alert returns, they should restart the pump up to three times. If the issue persists after three restarts, a pump replacement will be initiated. The patient understood the instructions and will call back if the issue continues. Blood glucose (bg) was not affected during the event. No symptoms, external assistance, or medical intervention occurred.